Event description:
Pump alarming - reported low battery, although pt had changed battery that morning. Second alarm was low battery again - pt changed batteries. A few hours later pump alarmed "down occlusion" - pt disconnected and flushed with saline as instructed by rn - 20 minutes later pump alarmed "down occlusion" again. New pump was sent to pt.